Manufacturer narrative:
H6: the device has not been returned to ventec for an evaluation. The reporting facility is also an authorized service provider (asp). The initial reporter advised ventec that their service team will examine the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
Ventec received a copy of a voluntary medwatch report which stated the following: "patient's ventilator internal filter dirty, causing air to be blocked. The patient had increased work of breathing, increased respiratory rate. The ventilator was switched out and patient's symptoms resolved." The initial reporter later confirmed that the patient survived the reported event. No further details about the patient or the event were provided. Ventec requested additional information regarding the patient, however, the initial reporter declined to provide anything further.